Event description:
It was reported to vyaire medical that the bellavista1000 is alarming with o2 alarms and has leakage. Customer confirmed that the issue happened during preventive maintenance (pm) only. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. During process, it was discovered that the device had a defective flow sensor and circuit, which resulted in false reading. Recalibrated the unit and conducted the test and it passed. Logs and screenshot are requested for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to leaking blower check valve. As a resolution, technician went back to hospital and recalibrated the unit and conducted the test, all passed. Service engineer confirmed that the unit is working properly.